Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the home patient had not changed the transfer set for over eight months. The label which is shipped with each box that contains six transfer sets, indicates that the transfer set should be replaced at intervals not longer than six months or more frequently as specified by a physician. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) indicated that the transfer set had not been changed for over eight months. The technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or adverse event associated with this report. No additional information is available.